Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-06785. It was reported that thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the patient. A 24mm watchman laa closure device was deployed. While assessing the criteria to release the device, a thrombus was observed at the end of the was. The closure device met criteria and was therefore released in the laa. The physician then aspirated the thrombus back into the was successfully. The international normalized ratio pre-procedure was 2.2. At the time of the thrombus formation the activated clotting time was 339 seconds. There were no further complications reported and the patient's condition was fine.